Manufacturer narrative:
The device was returned to zoll singapore and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling using a test ECG cable and ECG monitoring stress testing using leads and pads without duplicating the report. The device was recertified and returned to the customer. The ECG cable used at the time was not returned. However, it is recommended that the customer replace the ECG cable as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.